Event description:
It was reported that the ffr was completed on the target lesion which was the mid lad about 60-70% by angio, very tortuous and calcified. The wire was pulled back and advanced to the circumflex (circ) artery. At this time error "attach wire to connector" was observed. The wire connections were check but unable to get the waveform. The pressure guidewire was removed and a new wire was used to complete the ffr of the circumflex artery without incident. There was no intervention performed and no pt injury reported due to this event. The pt was released according to plan and is doing well. The device was received by the manufacturer and during the evaluation it was observed that the middle part of the pressure sensor was broken and was missing from the device.

Manufacturer narrative:
(B)(4). The manufacturing documentation for the returned device was reviewed and the device met all quality and manufacturing release criteria. To date, one other complaint had been reported for this same failure mode "attach wire to connector" within this lot. During examination of the returned pressure guidewire, it was observed that the hypotube was kinked in multiple locations; middle part of the pressure sensor was broken and was missing from the device. The proximal part of the diaphragm was also missing. After the manufacturer's decontamination process, the remaining distal part of the sensor and the diaphragm became missing from the device. The signal test was performed and the device failed by producing "attach wire to connector" message due to the missing pressure sensor. (B)(4). In the event that portion of the sensor was left inside the coronary artery, the following possible events could have taken place: vessel spasm, vessel closure due to thrombosis, ischemia on ECG and/or chest pain, and/or myocardial infarction of the impacted vascular bed. However, none of these possible events were reported. No adverse events were reported by the user. This event is being reported as it is not possible to determine when the pressure sensor became separated. No further action is required.